Manufacturer narrative:
Additional information: d4, g3, h2, h3, h11.

Event description:
During the typical flutter cti line ablation procedure, a procedure delay occurred due to contact force and display issues. The system would not register contact force and the location of catheter was incorrect. The system showed the catheter was connected and the tactisys icon was green but it couldn¿t register contact force. Initially the connections were checked, the ethernet cable was replaced, and the tactisys was replaced (with both ethernet cables being tried again) with no resolution. Both the tactiflex cable as well as the tactiflex cable between the tactisys and ampere were checked and replaced with no resolution. The catheter was replaced and the procedure was completed with no adverse patient consequences.